Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous and moderately calcified coronary artery. A 2.50 x 20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion even after several attempts. The device was pulled out and the distal edge of the stent strut was found to be lifted. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good.